Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral capsular contracture of an unspecified baker grade as well as fatigue, joint pain, and muscle pain throughout her body. As a result, the patient consulted with a medical professional and underwent removal surgery on (B)(6) 2022. The date of implant and explant were provided to mentor as approximations. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-04747 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).